Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, it is possible that the main coil tangled and was removed from the aneurysm and later broke due to some procedural factors encountered during use, possibly leading to the as reported issue; however, cannot be confirmed. Based on the additional information provided by the customer, no damage was noted to the coil prior to use and the device was prepared as per direction for use (dfu); therefore, an assignable cause of undetermined was assigned to the as reported issues 'nv ¿ main coil tangled', 'nv ¿ main coil migration', and 'nv ¿ coil broken/fractured', as the device was not returned, and the review and analysis of all available information failed to indicate as assignable cause.

Event description:
It was reported that, during coil embolization for internal carotid artery-posterior communicating artery (ic-pc) ruptured aneurysm, a first coil for framing the aneurysm was implanted. Then, a second coil (the subject device) was inserted using a second microcatheter, but still attached to the delivery wire. The second coil became tangled with the first coil and both were removed from the patient's body using one microcatheter. The physician was able to untangle the coils; however, the coils were broken while outside the patient's body. The procedure was completed with another coil. There were no clinical consequences reported due to this event.

Manufacturer narrative:
This is the 1 of 2 reports. Device not returned.

Event description:
It was reported that, during coil embolization for internal carotid artery-posterior communicating artery (ic-pc) ruptured aneurysm, a first coil for framing the aneurysm was implanted. Then, a second coil (the subject device) was inserted using a second microcatheter, but still attached to the delivery wire. The second coil became tangled with the first coil and both were removed from the patient's body using one microcatheter. The physician was able to untangle the coils; however, the coils were broken while outside the patient's body. The procedure was completed with another coil. There were no clinical consequences reported due to this event.